Manufacturer narrative:
Section a4: multiple attempts were made to obtain patient weight; however, this information was not provided. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low-speed and momentary pump stop events, as well as associated alarms, however, a specific cause could not be conclusively determined. Additionally, analysis of the log files provided by the account confirmed low flow hazard alarms; however, a specific cause could not conclusively be determined through this evaluation. The submitted log file contained data from 13dec2020 to 21jan2021. Analysis of the submitted log file revealed 98 low flow hazard alarms were captured throughout the log file. Multiple low-speed events were captured on (B)(6) 2021 at 4:05:23 and 9:10:46. A momentary pump stop event, and associated alarms, was captured on (B)(6) 2021 between 4:09:27 through 4:09:31. All of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The patient remains ongoing on (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. The IFU also explains that pump flow is estimated from the pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The low flow alarm is triggered when the flow is less than 2.5 lpm. Furthermore, the IFU describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 02jan2013. The most recent revision of the heartmate ii instructions for use (IFU) is section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, low speed, and pump stops. The heartmate ii lvas patient handbook, rev. C is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch received that states that the patient was admitted on (B)(6) 2021 and a pump stop alarm occurred on (B)(6) 2021 at 4 am. The patient was placed on a non-grounded cable which resolved the alarm.

Manufacturer narrative:
User facility report (B)(4) was received 13aug2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file analysis showed 3 low speed advisories, 2 low speed operations, and 2 pump stops on 21jan2021. The speed drops were as low as 0 rotations per minute. There was also an increase in power at that time. The log file also captured multiple low flow alarms prior to these events. X-rays showed no obvious areas of concern and an unshielded patient cable was ordered for the patient.